Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # t9218e. Device analysis: the analysis results found that the device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling of the device, the latch was found to be bent due to a incorrect orientation, jamming the firing mechanism. 18 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot t40156 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch t9218e number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the er320 was scissoring in case, opened another one and it worked fine. It is unknown if there were any adverse consequences to the patient.